Event description:
Customer reported sparking while plugging the pump into the ac outlet on the bariatric unit. Biomed indicated that there is a burnt prong on the plug. There was no pt or staff harm.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The device has been received and the investigation is pending. A f/u report will be submitted with the failure investigation results.